Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature inquiry entitled ¿component alignment and functional outcome following computer assisted and jig based total knee arthroplasty¿ written by dnyanesh g. Lad, et al., published in the indian journal of orthopaedics, 2013 jan-feb 47(1): 77-82, doi: 10.4103/0019-5413.106915, was reviewed. The purpose of the study was to compare component alignment following computer assisted surgery (cas) and jig based tka as well as functional outcome. Depuy products used: pfc sigma there were 100 knees undergoing tka in a one year period, which were randomly placed in two goups of 50 each. In total, there were 46 left knees and 54 right knees. Group one used cas and group two used conventional jig based methods. There were no significant differences in any group, however it was decided cas helps increase the accuracy of the tibial component alignment in the coronal plane. Adverse events: there were two cases of dvt and two cases of infection which were treated with debridement and insert exchange.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.